Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they got a "wenckebach feeling" due to their heart rate suddenly dropping from 140-150 beats per minute to 70 beats per minute while working out. Per the patient, the physician had them wear a holter monitor which was negative for arrhythmias. The physician recommended a treadmill test; however, the patient declined. Follow-up was obtained from the clinic confirming the information provided by the patient. The clinic had decided at that time to investigate further at a later date and the patient has not seen in the clinic recently. The device remains in use. No patient complications have been reported as a result of this event.